Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and high blood glucose event. The customer¿s blood glucose level was 490 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed compromised force sensor system while trying to fill the reservoir. The customer stated that the drive support cap was normal. Customer also mentioned issue with the insulin pump escape button. Customer had a high blood glucose of 490 mg/dl and no form of treatment was reported. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.